Manufacturer narrative:
The reported complaint of the thermogard console (sn (B)(4)) displaying unstable temperature read-out was confirmed during functional testing. The root cause was due to a defective t1t2 assembly connector block due to normal wear and tear of the console. The thermogard console is a reusable device and was manufactured on 3 february 2015 and has reached its expected serviceable life of 5 years. Visual inspection of the thermogard console was performed, and no issues were observed. The event log was reviewed, and no error or issues was observed. During initial functional testing, the console displayed unstable temperature. The t1t2 assembly connector block will be replaced to remedy the issue. Following service, the thermogard xp ivtm system passed the final testing without any error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for the thermogard console with serial number (B)(4).

Event description:
During testing at zoll facility, the thermogard console (sn (B)(4)) displayed unstable temperature. No patient involvement.